Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (causal), but not related to the investigational device.

Event description:
The reported sae was described as mitral insufficiency due to left ventricular outflow tract obstruction leading to abnormal systolic movements which led to a prolonged hospitalization. The subject is a 58-year-old male patient. He presented with hepatocarcinoma and chron's disease and underwent laparoscopic ileocolic resection on (B)(6) 2023. During the surgery, two clips were implanted in a blood vessel. On (B)(6) 2023 the subject experienced left ventricular outflow tract obstruction, which lead to systolic anterior motion in context of postoperative hypovolemic shock, hypotension (treated with noradrenaline) and severe anemia. During the postoperative period, the subject had severe mitral regurgitation with tendinous cord rupture and mitral valve prolapse. Perioperative atrial fibrillation.